Event description:
It was reported that the patient¿s ilet pump fell from a bed, the screen bezel separated, and the device broke apart; the device was replaced, the user was informed it would no longer be watertight, the patient uses a dexcom g7 sensor, and a photo of the damage was captured; the device problem aligned with failure to bond and the affected component was the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related damage consistent with a component failure affecting the display and bonding of the assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.